Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient had some concerns with his stim unit. The patient reported when his device was implanted, it was set up with 3 different groups. The patient said he is supposed to feel stimulation on one program, one he isn¿t, and the 3rd he isn¿t sure. The patient reported he was on group a and ¿all of a sudden¿ he started feeling stimulation and he is not supposed to feel stimulation on group a. The patient said it got to the point where it was uncomfortable, and he turned stimulation off. The patient went to group c and felt a little stimulation, but it was tolerable. The patient said the same thing started to happen. The patient said the device is set up in segments for his shin and low back. The patient said he can feel it pretty good in his shin. The patient charged the battery back up and went back to group a. The patient said group a was back to normal and he was not feeling stimulation. The patient got up the next morning and the battery had drained 40% overnight. The patient said that afternoon he started feeling stimulation again while he was on group a and it became uncomfortable. The patient put the device on group c and he was able to sleep. The patient was feeling stimulation in his whole left side on the morning of the call. The patient was redirected to their healthcare provider to have the device checked and possibly reprogrammed. The patient said he has an appointment in 2 weeks. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they met with a manufacturing representative (rep) on 2018(B)( 4)they stated that adjustments were made to their stimulation, making their pain more tolerable. The patient added that the rep also explained more about the device and was great. They stated that their concerns with the stimulation, uncomfortable stimulation, and stimulation in the wrong location have been resolved. The patient confirmed that they feel more comfortable about their device and feel better. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.